Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and a failed battery test alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
No scrolling numbers noted. The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specification. The insulin pump passed displacement test. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.